Event description:
Per the audiologist's report, this pt began experiencing fluctuations in loudness in 1997. When these changes would occur, the sound became so loud the pt would not use her speech processor for 1 or 2 days. In 2006, these loudness fluctuations began to happen more frequently. The external equipment was exchanged but this did not alleviate the problem. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006. A new device was implanted during the same surgery.